Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during the laser treatment, the system displayed a message and locked. The treatment was discontinued and the patient was sent home. Additional information has been requested.